Event description:
It was reported that this pacemaker was unable to be interrogated during a routine follow up appointment. A magnet was placed over the device, however no response was observed. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated during a routine follow up appointment. A magnet was placed over the device, however no response was observed. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the h11 additional MFR narrative field. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed the pacemaker could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. It was noted the battery was swollen. Current draw was measured using the external power source and the current draw was noted to be normal. The battery was forwarded for detailed testing. Although the battery was confirmed to be prematurely depleted, the root cause was unable to be determined.

Event description:
It was reported that this pacemaker was unable to be interrogated during a routine follow up appointment. A magnet was placed over the device, however no response was observed. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visal examination noted the device case was swollen in the area containing the high voltage (hv) capacitors. This open connection was between a diode component within charging circuitry and the electronics substrate. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. This intermittent connection manifests during capacitor reformations or therapy charges.